Event description:
It was reported that an ilet user experienced an insulin occlusion overnight while using a teflon infusion set, after which the device displayed an inability to proceed during a supply change; the user performed a dry run to 140 units and then completed a full supply change including new cartridge, tubing, infusion set application, fill tubing, and cannula fill, after which insulin delivery resumed and glucose returned to range. Symptoms included hyperglycemia prior to the supply change. Outcomes included restoration of insulin therapy with resolution after the supply change. Investigation included device use troubleshooting and user education. Investigation of this case revealed an insulin flow obstruction associated with the infusion set and its fluid path components, which resolved after replacement of the cartridge and infusion set. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set and associated disposables.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.